Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts and charge time out alerts had been recorded. External visual inspection of the device noted lead abrasion marks on the device casing and body fluid contamination in the lead barrels. The interrogated monitoring voltage was 2.335 volts. The battery status was at end of life (eol). Eol was set by a charge timeout on (B)(4) 2014. Review of the device memory indicated that the device was not capable of delivering defibrillation therapy before it was explanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is/is not a part of the identified population.

Manufacturer narrative:
The device was returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). We previously reported that "this device is/is not a part of the identified population". This report is being filed to correct and confirm that this particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Approximately one month later, another alert indicating a charge time out and subsequent battery capacity depleted was observed. The field representative inquired why there was right ventricular capture, but no left ventricular capture. Boston scientific technical services (ts) explained when battery capacity is depleted, bi-ventricular pacing is still on. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.